Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Reporter is an attorney.

Event description:
Litigation papers allege: physical injury, pain, bodily impairment, debilitating lack of mobility, high levels of toxic metal in his blood stream, conscious pain and suffering and loss of earnings. Update ad 07 may 2018: receipt of ppf and medical records. In addition to previous allegations, ppf alleges fracture(bone), loosening of stem and elevated metal ions. After review of medical records, patient was revised to address failed right total hip arthroplasty secondary to aseptic loosening femoral component. Revision notes indicated that femoral component revealed no evidence of gross loosening although certainly significant osteolysis was present through the proximal portion of the femoral component was noted circumferentially.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.